Event description:
Complainant alleged that the surgeon was performing an open heart surgery procedure on a pt (age unk). The surgeon administered one shock at 10 joules to the pt. The physician then charged the device in preparation of administering a second shock to the pt. The device displayed a "ready to shock" message, but when the discharge button was depressed on the internal handles, the device did not deliver the energy to the pt. The nurse then tested the unit and determined that the device being used with the internal hanldes was operating appropriately. The nurse then obtained a second set of internal handles, and the surgeon successfully defibrillated the pt. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.